Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was submerged under water and was no longer responsive. Customers blood glucose level was not impacted. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided..